Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. It was also reported the keypad was not responsive when buttons were pressed. The customer's blood glucose was 470 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer declined to return the product for analysis.

Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.